Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing due to elevated sic and non-sustained tachycardia episodes. An x-ray showed the close proximity of another abandoned lead. The physician felt the noise was most likely due to lead to lead interaction with the other lead. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.